Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. A field engineer examined the console and determined that the issue was with the disposable device that the filterinlet is not detected and this is not part of the qc test.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the technician received an error message during the procedure and could not complete the procedure. The needle had already been inserted into the patient´s breast. No additional intervention required. Patient was rescheduled for a new procedure a field engineer examined the equipment and determined that the filter carrousel had not been activated. No other information available.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2025, the technician received an error message during the procedure and could not complete the procedure. The needle had already been inserted into the patient´s breast. No additional intervention required. Patient was rescheduled for a new procedure a field engineer examined the equipment and determined that the filter carrousel had not been activated. No other information available. The filter was returned to the post market quality laboratory for investigation. Visual inspection was conducted, and the magnet of the filter was assembled incorrectly. The device was not received; the customer sent only the filter for investigation. Functional tests could not be conducted. The only test performed was installing the filter in the console and it was not detected. No further actions or additional tests needed to be performed. The investigation determined that the most probable cause of the device failure was incorrect assembly of the magnet, as identified during the visual inspection. Based on all the information presented, it is most likely that this was an unusual occurrence. Future events will be monitored and trended. Conclusion: the reported issues have been confirmed, and the root cause has been identified. As per the DHR review, the functionality of the devices from the lot is verified during line quality inspections. This event did not trigger escalation to nce, CAPA, hra or scar and it was determined to be an isolated case and not indicative of a systemic issue. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified. Lot number 24f07r, manufacture date 07-jun-2024, expiration date 07-jun-2026, UDI (B)(4).